Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the foot pedal intermittently worked. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.